Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 164 mg/dl at the time of the incident. Customer stated that the number kept scrolling up and the escape button, down, and act buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window, cracked case at a reservoir tube window corner and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.